Event description:
Caller reported a cartridge alarm 20, with no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump since the issue was previously reported. The replacement pump, with updated software, was sent under warranty, and the caller received instructions for putting the old pump into storage mode and returning it within 10 days. The customer will use manual injection as backup therapy in the meantime.